Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/09/2016. The fse found that solenoid sol9 and valves vl9b and vl111 were broken. The fse replaced the solenoid and the valves to resolve the issue. (B)(4).

Event description:
While troubleshooting the coulter lh 780 hematology analyzer the field service engineer (fse) found that solenoid 9 was not firing and that valves vl9b and vl111 were broken. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.